Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a beep and keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump had long beep after battery change and the buttons were unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer's parent also reported that the insulin pump had a motor error alarm and they were able to complete the rewind process. The customer was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 510 mg/dl. The customer was treated at the emergency room. Customer's blood glucose was 375 mg\dl at the time of call. The drive support cap was normal and the customer's parent did not allege that the insulin pump under delivered insulin. Unable to complete the high blood glucose troubleshooting due to buttons were unresponsive. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device powered up properly after the test battery was installed. No blank display or constant tone noted. No unexpected battery alarms, audio or beep anomaly or vibrate anomaly noted during testing. Device passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test. Device was unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. No motor error alarm noted during testing. The motor was tested outside of the device and passed. All buttons function properly. No unresponsive buttons noted. No damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd was found locked properly. Device had minor scratched display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.